Event description:
On (B)(6) 2019, we were informed that a hip revision surgery is planned on the (B)(6) 2019 (6 months after primary). The patient is painful and no more info about the revision are available at the moment. More details will be available after the revision.